Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient went through a security device and it felt like it zapped them and stated this happened on (B)(6) 2018. The patient stated she ¿clipped the stimulator on the edge of the table and they kind of got bruised from it, and then for the next few days it seemed like setting got stronger and they could feel it in their toes. The patient noted this occurred a couple of days prior to the call on (B)(6). The patient stated her toes would point more so they turned it down, and it was still working. There were no further complications that have been reported as a result of this event.